Event description:
In 2001 it was reported to arthrocare corporation that a patient had received a third degree burn to the ankle area following a procedure using a capsure 30 wand. It was reported to arthrocare corporation that the patient would be undergoing a skin graft to repair the burned area. No further information is available at this time.